Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed according. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
After an implant duration of 38 months, an out-of-range lead impedance of >3200 ohm was reported. The lead was explanted and not returned for analysis. No adverse pt side effects have been reported.